Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse installed a new tether assembly (0997-00-0596). The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) units cord reel (tether) for the doppler will not retract. There was no patient involvement.